Manufacturer narrative:
The device was evaluated by an arjo representative. It was indicated that the battery of the sara plusi lift fell off during transport as the plate of the battery was not properly adjusted. The device was repaired. The battery plate was adjusted according to product specifications. Collection of additional information is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Arjo was notified about an event with involvement of sara plus lift. It was reported that the battery of the sara plus fell out of the device during transfer. No injury or other medical consequences were reported.

Manufacturer narrative:
H6. Annex d - additional code was added.

Manufacturer narrative:
The collected information is currently analyzed. The addition information will be provided upon investigation conclusion.

Manufacturer narrative:
The collected information is currently analyzed. The addition information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo was notified about an event with involvement of sara plus lift. It was reported that the battery of the sara plus fell out of the device. No injury or other medical consequences were reported. The device was evaluated by an arjo representative. Following the information gathered the battery was not connected properly to the lift. Failure of two components in the sara plus mast was identified. A plate and an electrical male connector were not matching the battery connection. Both parts required adjustments. No issue with the battery itself was detected. The arjo representative repaired the device. Based on the information gathered and analysis performed, it appears that an inadequate connection (battery-mast) may have been the cause of the battery falling out of the sara plus lift. The instruction for use (IFU) for sara plus lift (kkx52180m) includes important information concerning the usage of the sara plus and its battery: battery instruction (after charging the battery): ¿7. Remove the battery pack from the charger. 8. Insert it into the sara plus battery position, located at the left hand side of the lift. 9. Locate the recess in the bottom of the battery with the protrusion at the bottom of the battery position then turn the battery into position until the retaining catch operates. Electrical connection is made automatically.¿ in summary, the sara plus lift inspection revealed that the device was not up to manufacturer¿s specification, as according to customer allegation, the battery fell out of the device. The device was handled by the caregiver at the time of the event and not used for a patient hygiene. The complaint was decided to be reportable to the competent authorities in abundance of caution due to indication that battery fell out from the device.